Manufacturer narrative:
(Lot#).

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) observed via continuous glucose monitor (cgm) on (B)(6) 2018 was (B)(6)mg/dl. Cgm alert 3 (cgm glucose reading below user¿s threshold) was annunciated. User set a temporary basal rate of 10% total basal rate. Compliant could not be confirmed. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. It is possible that the last food bolus delivered, for 100 grams of carbohydrates, 7.82 units, if the carbohydrates had been over estimated. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 45 mg/dl. To treat the bg level, pasta and candy were consumed. Reportedly, the customer was unsure of the suspected cause of the low blood glucose level, but alleged belief that the pump was delivering too much insulin. Although requested, the customer declined to perform troubleshooting with tandem technical support. Reportedly, the customer had manual injections available as alternate insulin therapy.